Event description:
During application procedure, while torquing the set cap down, the screw head broke. The screw was replaced and procedure completed without further incident. Patient is progessing as expected.